Event description:
The customer reported the system would not boot up and is displaying error code 253. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the at communications pcb. System operates as intended. (B) (4).